Manufacturer narrative:
Product complaint # (B)(4). Idate sent to the FDA: 10/03/2019. H3 device evaluation summary: an opened box with six unopened samples of product code 8683, lot mlq640 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-86495, 2210968-2019-86497 and 2210968-2019-86498. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture that broke while suturing was occurring. There were no adverse patient consequences. No additional information was provided.